Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Biomet knee system modular finned stem with screw catalog 141314 lot 304970; regenerex biomet primary tibial tray 75mm with locking bar catalog 141274 lot 295310; vangaurd knee system cr femoral ¿ left 67.5mm catalog 183070 lot 800010; vanguard knee system as tibial bearing 10mm 75mm catalog 189080 lot 553000. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2017-00517 / 1825034-2017-00522).

Event description:
Patient underwent a total knee revision due to continued pain and stiffness 17 days post bearing exchange.